Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an intertrochanteric nailing fixation procedure for fracture, the proximal femoral nail antirotation (pfna)-ii blade was noted to be damaged when it became stuck on the protection sleeve due to compression. The blade would not unlock upon twisting. Another blade was used to complete the procedure. Patient outcome is unknown. This report is for one (1) pfna-ii blade l80 tan. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Upon visual inspection of the complaint device it can be seen that the tip is badly damaged, from hard use. In addition, the received device shows some color fading from use all over the surface of the part. During investigation a functional test was performed, the blade passed the functional test. As the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as material and dimension evaluation. Furthermore the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.027.051s lot: 2l04218 manufacturing site: bettlach release to warehouse date: 30.okt.2018 expiry date: 01.okt.2028 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.